Manufacturer narrative:
H10: the actual device was evaluated. A visual inspection was performed using the naked eye which found fluid inside the bag that contained the sample. When the unit was removed from the bag, the cause of fluid inside the bag was found to be the untightened blue winged cap. The cap thread was exposed which suggested the cap was not properly closed. Functional testing was performed by filling the device with green colored water. After fill and prime, to ensure the blue winged cap was securely connected, the cap was hand tightened by manually twisting the cap until the cap could no longer be twisted. Thereafter, the unit was monitored until the next day. The next day, no evidence of leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
It was reported that the event occurred on an unknown day in (B)(6) of 2020. (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor lv (large volume) leaked prior to patient use. There was no patient involvement. No additional information is available.